Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and no defects or issues were found in the system or software. Device log files and a short film x-ray were reviewed for this event and could not confirm the described issue. The check of the cuts in the review indicated that the cut appeared to have been executed close to the surgical plan with limited error. The short film x-ray was insufficient to confirm the described issue. However, the log files do not provide sufficient information to determine which of what contributed to the described issue. The possible causes relate to actual anatomical landmarks compared to those acquired and the log files only show the acquired landmarks. This prevents the investigation from determining a probable cause of the described issue. The assignable root cause could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, (B)(6) 2022. UDI: (B)(4).

Event description:
It was reported that following a total knee arthroplasty surgical procedure, when the tibial cut was at neutral, it was observed the tibia cut appeared to have 4 degrees of varus while in use with the robotic assisted satellite station. The reported stated that the tibia was cut the first time and checked and it was the correct planned resection. After trialing, the surgeon stated ¿it felt tight¿ and therefore the tibia was recut by 2mm. When the recut was checked with the pointer, it stated it was 1mm distal to the planned resections. It was reported that when trialed again, it felt ¿good¿. The reporter stated that the surgeon ¿liked¿ the feel of the final implants. It was reported that the post-operative x-ray appeared to show the tibia in varus. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.